Event description:
Customer's mother reported via phone call that while reviewing the customer's carelink reports, it was found that the customer experienced high blood glucose on (B)(6). Highest blood glucose reading recorded for that day was in the 400 mg/dl range. It was stated that nothing was changed in her routine and they are very diligent with the carb counting. Customer's mother remembers asking the customer if she was stressed. They changed the set and the cannula was straight but it continued to stay high. Customer's mother declined transfer for troubleshooting. She stated that they will monitor the blood glucose levels and if it continues to be high they will call back for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.